Event description:
A sphinctertome was used for a therapeutic ercp. During the procedure, after inserting the device along with a guide wire into the biliary and after a small incision was made, bleeding was discovered where the cut wire came into contact. It was later discovered that the cut wire broke. The bleeding was treated with a drainage catheter. It should be noted that the generator was set at 120 watts. Our directions for use suggest that the generator be set between 30-50 watts. There were no further complications reported with this event.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Our directions for use outline appropriate placement, access and maintenance procedures.